Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (510 mg/dl highest) and correction boluses via the pump were delivered to address the bg level. The cause of the high bg level was due to the pump settings, small variable lifestyle changes and overeating. As the events had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.